Event description:
The manufacturer was informed on this event through the recent publication ¿self expandable valve in valve treatment for failing sutureless aortic bioprosthesis¿ by belluschi et al. The paper reports that a (B)(6) years old man received a perceval size xl (pvs27) in 2016. After one year, the patient developed effort dyspnea and syncope. The toe revealed an intra prosthetic insufficiency for cusps distortion associated with a perivalvular leak (pvl) both of them hemodynamically significant. A CT scan showed a mild deformation of the perceval nitinol cage, without stent infolding. A viv with a 29mm corevalve evolut r was successfully performed and the patient was discharged home after 6 days. At one year, the patient revealed a complete symptoms relief. Among the authors comments, it is mentioned that the perceval intra and periprosthetic insufficiency were may be due to a valve oversizing.